Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that a malfunction alarm occurred. A replacement pump was sent to the customer to resolve the issue. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose level of 543 mg/dl, with vomiting. Customer was treated with intravenous fluids of saline and insulin and given zofran and dextrose. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.